Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for complex reg pain syndrome type I and spinal pain. It was reported that the health care professional (hcp) was doing some ¿re-routing or removing.¿ this was clarified to mean that the device was rejecting and it was coming outward. It was moving outward instead of inward which was causing the patient pain. This was reported to have started in (B)(6) 2016. An hcp appointment was scheduled for (B)(6) 2016 to discuss options and next steps. The patient stated that they were talking about surgery to either move the device or remove it. Additional information was received from the consumer on 2016-12-05 reporting that the implantable neurostimulator (ins) was protruding out and the patient could not lie on the left side. It hurt if someone pressed on or put weight on it. It was reported that the suggestion/desire was to have it removed since the patient had not charged it for the last 6 weeks or so. The medical decision was to move it to a place with more fat. It was reported that if this happened this would be the 3rd placement for the patient. It was reported that injections into the knee helped.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.